Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual while blood cell testing, therefore, no pt info is reasonably known at the time of the event. Donor unit #(B)(4). No medical intervention was necessary. The disposable kit was discarded by the customer and is unavailable for eval. This report is being filed due to an alleged device malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file was reviewed. The trima accel system operated as intended. The measured wbc count of the platelet product is within the FDA's current leukoreduction acceptance guidelines of <1.2 x 10^7 for triple platelet product collections. Conclusion: no failure occurred.